Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("dislodged essure device/ migration of essure device"), device breakage ("device breakage") and pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (no complications)") in a (B)(6) female patient (gravida 5, para 4) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post-implant pregnancy/failure to occlude (close) fallopian tube(s)". The patient's past medical history included multigravida, live birth in (B)(6), live birth in (B)(6), live birth in (B)(6), live birth in (B)(6), pelvic pain and anaemia of pregnancy. Previously administered products included for birth control: deposhot. Concomitant products included esomeprazole magnesium (nexium) from 2013 to 2017. On (B)(6) 2008, the patient had essure inserted. In 2013, 5 years 9 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, device breakage (seriousness criterion medically significant) and device expulsion ("essure fell out"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device and device expulsion outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device breakage, device dislocation, device expulsion and pregnancy with contraceptive device to be related to essure. The reporter commented: the right fallopian tube is occluded by the essure device, the left fallopian tube is patent. She underwent a tubal ligation. Date of insertion reported as (B)(6) 2008 and (B)(6) 2014. In medical records: (B)(6) 2008 - essure follow-up: feels well, normal po exam essure was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded) quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical event is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event or lack of efficacy cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs- mr extracted. New reporters added, patients demographics added. Historical conditions and drugs added. New events added: device breakage (case upgraded to incident) and essure fell out. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("dislodged essure device/ migration of essure device"), device breakage ("device breakage") and pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (no complications)") in a 39-year-old female patient (gravida 5, para 4) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post-implant pregnancy/ failure to occlude (close) fallopian tube(s)". The patient's past medical history included multigravida, live birth in 1996, live birth in 1997, live birth in 2002, live birth in 2008, pelvic pain and anaemia of pregnancy. Previously administered products included for birth control: deposhot. Concomitant products included esomeprazole magnesium (nexium) from 2013 to 2017. On (B)(6) 2008, the patient had essure inserted. In 2013, 5 years 9 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, device breakage (seriousness criterion medically significant) and device expulsion ("essure fell out"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device and device expulsion outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device breakage, device dislocation, device expulsion and pregnancy with contraceptive device to be related to essure. The reporter commented: the right fallopian tube is occluded by the essure device, the left fallopian tube is patent. She underwent a tubal ligation. Date of insertion reported as (B)(6) 2008 and (B)(6) 2014. In medical records: (B)(6) 2008 - essure follow-up: feels well, normal po exam essure was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2009: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("dislodged essure device/ migration of essure device"), device breakage ("device breakage") and pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (no complications)") in a 35-year-old female patient (gravida 5, para 4) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post-implant pregnancy/ failure to occlude (close) fallopian tube(s)". The patient's past medical history included multigravida, live birth in 1996, live birth in 1997, live birth in 2002, live birth on (B)(6) 2008, pelvic pain and anaemia of pregnancy. Previously administered products included for birth control: deposhot. Concomitant products included esomeprazole magnesium (nexium) from 2013 to 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraine"), headache ("headache"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, 1 year 8 months after insertion of essure, the patient experienced device expulsion ("essure fell out"). In (B)(6) 2013, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, device expulsion, migraine, headache, depression and anxiety outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device breakage, device dislocation, device expulsion, headache, migraine and pregnancy with contraceptive device to be related to essure. The reporter commented: the right fallopian tube is occluded by the essure device, the left fallopian tube is patent. She underwent a tubal ligation. Date of insertion reported as (B)(6) 2008 and (B)(6) 2014. In medical records: (B)(6) 2008 - essure follow-up: feels well, normal po exam essure was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: events- "migraine, headache, depression, mental anguish" added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.